Event description:
The company was notified that out of 19 mitroflow valve implants at the customer's facility since (B)(6) 2010, 4 pts were diagnosed with endocarditis. For each case, staph epidermidis was identified as the responsible organism. The implants occurred in (B)(6) 2010. According to the info provided on (B)(4), the pt receiving the mitroflow valve (s/n (B)(4)) on (B)(6) 2010, was diagnosed with endocarditis within 2 weeks of discharge by tee. The valve was explanted on (B)(6) 2010, and cultures of the valve identified staphylococcus epidermidis.

Manufacturer narrative:
Eval method: a review of the device history record was completed. Results: the mfg traveller and the sterilization records for the subject valve were pulled and reviewed by quality assurance at sorin group (B)(4), mitroflow division. The results confirmed that this valve satisfied all material, visual, and performance standards required for a size 23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Note: as part of the investigation, the review of the sterilization records confirmed that the four valves (s/ns (B)(4)) associated with the endocarditis cases at this facility were not processed in the same sterilization lot.